Manufacturer narrative:
The customer¿s report of thermal damage to the power cord was confirmed. Visual inspection identified damage of the front case top edge and the top left hand side corner, and a rupture in the ac power cable outer insulation at the point where it meets the stress relief molding of the socket. The euro power cord is annotated "phino" and is not a bd / carefusion supplied part. Both the power cord holder and the power cord wrap were missing from the rear case. The power cord outer insulation and stress relief molding was removed and an inspection identified a fracture of the live (+ve) wire and thermal damage to the outer insulation of the neutral (-ve) and earth wires exposing their inner conductors. Further inspection of the alaris se2 pump identified that the right hand side pumping mechanism air-in-line arm engaged with the air-in-line sensor when the latch was operated resulting in damage to the air-in-line detector. Fluid ingress into both the battery compartment and lower front case was also observed. A performance verification procedure (pvp) was completed and all results were within specification. The pump was subjected to a continuous infusion for >24 hours which was completed failure free. The root cause of the reported failure was damage to the power cord.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The report suggests that the user saw an electrical spark and smelt burning coming from the ac power cord which triggered the safety electrical breaker.

Manufacturer narrative:
Although requested, the affected device has not been received. The device was sent to the local bd/cfn service agency; visual inspection determined that a non-original power cord, returned with the pump, was damaged with burned copper wires exposed, and shorted when connected to ac. Using a new power cord the pump passed electrical safety testing and functioned correctly. The device and the damaged power cord were then forwarded to the bd/cfn service depot in (B)(6) to be transferred to the (B)(6) office for further investigation. A follow up report will be submitted with investigation results when the investigation is complete.

Event description:
The report suggests that the user saw an electrical spark and smelled burning coming from the ac power cord which triggered the safety electrical breaker. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.